Event description:
It was reported that an 840 ventilator had a loss of oxygen supply and the oxygen sensor disabled alarm was generated. At this time, it is unknown if there was patient involvement. A third party service provider inspected the device and calibrated the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Received additional information regarding patient involvement. "At this time, it is unknown if there was patient involvement," with "the ventilator was not in use on a patient at the time of the reported event." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.